Event description:
As an employee was unplugging a bed scale from the wall receptacle she experienced a shock. She was treated for electrocution and was unable to work for two days. Upon evaluation, it was determined that the wall receptacle was defective, not the bed scale.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.